Event description:
Hcp reports removal of ins after 1 month implant duration due to wound infection. The hcp reports the pt recovered without sequela. Previous precordial hematoma was reported as other medical info. No additional info on pt symptoms or treatment was available at the time of this report. A follow up report will be sent if additional info is received.